Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ did the event occur during one or multiple patient procedures? ¿ what is the total number of procedures? ¿ if this event occurred in multiple procedures, please provide the following information for each patient event: - what is the procedure name? - what is the procedure date? - what date did the neurotoxicity and paralysis occur on? - was there any medical or surgical intervention performed to treat the neurotoxicity and /or paralysis (product removed; re-operation; prescription medication)? If so, please specify. - if medication was required, please clarify if it was prescribed or purchased over the counter. - can you identify the product code and lot number of the product that was used? - what is the surgeon¿s opinion as to the relationship of the product to the symptoms? - what is the most current patient status? - is the device available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. It was suspected that neurotoxicity and paralysis are associated with the use of the product. Additional information was requested.